Event description:
The reporter works in (B)(6) animal medical center called regarding freestyle libre 14 device. The device was used on a canine on (B)(6) 2024. The device did not give any reading and got expired in 24 hours. The reporter contacted the manufacturer but did not receive any positive response.